Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the monitor was screeching and not functioning properly. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (screeching/not functioning properly) has been confirmed. As rec'd, the monitor end cap was separated from the case and the white wire bundles were pulled from the computer/analog (ca) board. The cause for the inability to function properly is the disconnected white wires. The disconnected wire bundles are a result of the separated monitor case. The root cause of the separated case cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged case. The pt rec'd a replacement monitor.